Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly taxus express2 batch # 7187804 found that the device met its material, assembly and prod specs, at the time of release to distribution. The root cause cannot be determined.

Event description:
Clinical trial: came case as MFR# 6000089-2007-00584. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the mid right coronary artery (rca). The lesion was 2.75 mm wide, 20 mm long, and 100% stenosed. There was mild calcification and mild tortuosity. The physician predilated the lesion prior to placing a 2.75 x 32 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the proximal rca. The lesion was 3 mm wide, 15 mm long, and 100% stenosed. There was mild calcification and mild tortuosity. The physician predilated the lesion prior to placing a 3.0 x 28 mm taxus express2 stent. Post dilatation stenosis was 0%. The pt rec'd angiomax and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. On day 682, the pt had a tvr in the mid rca due to focal in stent restenosis. Another MFR's stent was placed. The pt was discharged one day later. In the opinion of the physician, there was a probable relationship between the tvr and the taxus stent.